Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, a supply change was performed resolving the occlusion. Customer's blood glucose (bg) level was "high"; although specific value was not provided. Customer delivered a correction bolus via the pump to address blood glucose.